Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of discrepant high results for 1 patient sample tested for troponin t hs stat on a cobas 6000 e 601 module. The initial result was 40.20 pg/ml. This result was reported outside of the laboratory. A new sample was obtained and the result was 3.76 pg/ml. On (B)(6) 2018 the original sample was repeated with a result of 8.30 pg/ml. There was no allegation of an adverse event. The troponin t hs stat reagent lot number was 30564601 with an expiration date of 30-jun-2019. Calibration and qc results were stable. There was no indication of a performance issue with the reagent or instrument. There was an insufficient amount of sample volume for the original test. This centrifugation time and speed does not correspond to the tube manufacturer's recommendations. An abnormal probe sucking alarm and abnormal sample aspiration alarm were observed on the alarm trace. Based on the data provided, the investigation was unable to find a definitive root cause.